Event description:
It was reported that a balloon inflation issue occurred. The focal target lesion was located in the calcified unspecified coronary artery. A 2.50mm x 15mm emerge balloon catheter was used to predilate the lesion but the physician noticed that the proximal part of the balloon overhang over the radiopaque marker in an elongated form. The procedure was finished successfully. No patient complications were reported and patient's status was stable. Two days after the procedure, the patient was discharged.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was returned for analysis. Returned product consisted of an emerge balloon catheter with an emerge shelf box. The batch number on the packaging and device matched the batch number for this complaint. The balloon was deflated, as-received. There was contrast in the inflation lumen. There was a buldge in the mid-shaft material at the distal end of the hypotube. An inflation device filled with water was used to inflate the device to nominal pressure of 6atm to measure balloon to markerband alignment. Attempts to inflate the device to nominal pressure were unsuccessful, likely due to the presence of residual solidified contrast in the inflation lumen. The catheter was placed in a warm water batch to attempt to loosen solidified contrast in the balloon and inflation lumen. Attempts to inflate after soaking were unsuccessful. The proximal balloon waist expanded from the molded balloon cone transition. The expanded proximal balloon cone gave the appearance of an extra-long balloon body and the appearance of mis-placement of the proximal markerband. Although adequate measurements could not be taken, as the balloon could not be inflated to nominal inflation pressure, the measurements were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon inflation issue occurred. The focal target lesion was located in the calcified unspecified coronary artery. A 2.50mm x 15mm emerge balloon catheter was used to predilate the lesion but the physician noticed that the proximal part of the balloon overhang over the radiopaque marker in an elongated form. The procedure was finished successfully. No patient complications were reported and patient's status was stable. Two days after the procedure, the patient was discharged.